Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID 3389-40, lot# j0406022v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect and a return of tremor. It was stated this occurred 5 days previous to the date of this report. No falls or traumas were reported in relation to this complaint. In addition, no medical tests or procedures were reported. About a week later, an end of life message was reported. It was stated this was "unexpected" since the last check was in (B)(6) and the battery was at 3.71v. The battery was also at 3.71v when checked in (B)(6). It was noted the device had "only lasted 14 months." It was indicated the patient was sent to the healthcare provider for device replacement. It was unclear when the replacement would occur. The patient's current stimulation settings were reported as follows: 4.6v, 120 pw, 185 hz. The electrodes were programmed as 3-1-1+. It was further noted that voltage had increased since 2010. A longevity calculation was later completed using the above parameters. The estimated longevity was "around 9 months." Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received from the hcp reported that there were no abnormal impedances, and after further investigation the battery life was determined to have been as expected for the patient's settings. The ins was replaced and it was reported that there was no hospitalization and no patient injury.

Manufacturer narrative:
(B)(4).